Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) reviewed the data and noted an initial drop in impedance values. The patient was hospitalized, during which a potential inappropriate shock was delivered. A gradual increase in impedance was later observed, and ts suspected possible lead calcification. Ts recommended to replace the lead during a future replacement procedure, as the device had reached elective replacement indicator (eri) status. The replacement procedure was successfully completed, and while the device was replaced, the rv lead was retained due to physician discretion and remains in service with impedance measurements within normal limits. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range shock impedance measurements. Technical services (ts) reviewed the data and noted a initial drop in shock impedance values. The patient was hospitalized for decompensated heart failure, during which a potential inappropriate shock was delivered. A gradual increase in impedance was later observed, and ts suspected a possible calcification issue. Ts recommended to replace the lead during the future replacement procedure, as the device had reached elective replacement indicator (eri) status. The replacement procedure was successfully performed, the device was replaced, however, this rv lead was kept and remains in service with impedance measurements within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.